Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the occlusions were caused by blockage in the cartridge. Customer changed supplies as necessary and resumed insulin therapy